Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral coronary cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon first inflation at 6 atmospheres for 1 second. The device was removed without any issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.